Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that blood was found in the gas tube just after 3-5 beats. As a result, the catheter was removed entirely and another catheter was inserted at the same insertion site. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab blood in helium pathway is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that blood was found in the gas tube just after 3-5 beats. As a result, the catheter was removed entirely and another catheter was inserted at the same insertion site. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is confirmed. The sample was returned for investigation. The serial number recorded on the complaint report matches the serial number on the returned sample. The lot number recorded on the complaint report matches the lot number on the original packaging box and for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Returned with the sample were semi-finished kit components including 60cc luer-slip syringe, 40cc inflation driveline tubing, short arterial pressure tubing, supplied data-scope inflation driveline tubing and semi-finished insertion kit; the returned semi-finished kit was sealed and unused. No damage or abnormalities were noted to the returned components. Upon return, one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area, at approximately 2.2cm from the iabc distal tip which can result in blood to enter the helium pathway. Dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was also noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0064in and was within specification of the process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously noted broken central lumen within flex-tip assembly area. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the broken central lumen within flex-tip assembly area which can result in blood to enter the helium pathway. The iabc was leak tested again with the iabc distal tip and luer blocked off; a leak was immediately detected from the bladder membrane. Under microscopic inspection, a hole was noted on the iabc bladder, which was consistent with damage from the broken iabc central lumen, and was noted at approximately 2.2cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break while excreting blood within the bladder membrane. Blood was also noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break while excreting blood within the bladder membrane. Blood was also noted on the guidewire. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen and bladder leak. The root cause of the complaint is undetermined. The most probable potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that blood was found in the gas tube just after 3-5 beats. As a result, the catheter was removed entirely and another catheter was inserted at the same insertion site. There was no report of patient complications, serious injury, or death.